Event description:
The pt is hospitalized with an IV drip. A lab draw was performed and the result was 800 mg/dl. The suspect device result was 120 mg/dl. Controls were in range. The device was replaced and requested to be returned for evaluation.